Event description:
The dealer alleges the weld broke on the boom, causing her to fall back on the bed. No injury is alleged.

Manufacturer narrative:
No injury reported. During a transfer, the lift broke and patient fell back onto the bed. Manufacturer received a boom, and clevis part attached in a bag on the boom. The returned components were inspected by engineering on 07/14/2009. Engineering determined a minimal penetration of the weld material on the components. Device is no longer in warranty. Device use history is unknown. No product history of this type of event. Potential contributing factors such as an overload are unknown. Proper use is covered under the current user guide. Device has been replaced and no further action indicated.